Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced dyspareunia, scarring and recurrent stress urinary incontinence. The device remains implanted. No further complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Infast sling.